Event description:
In 2008, pt admitted through ER with unstable angina. Taken to ccl in the next day. Arteriograms reveal 75% stenosis in mid-lad. Treated with direct stenting technique with a 3.0x12 multi-link vision otw. Final films reveal brisk distal flow. Rec'd asa, plavix, and angiomax in ccl. Discharged on asa and plavix. Returned to ER at approximately 10 days later, with a stemi. Taken emergently to ccl where arteriograms reveal 100% subacute thrombosis of previously placed stent. Treated with 3.0x20 quantum maverick balloon. Final films reveal no residual stenosis.